Event description:
Customer reported the system displayed a low ma error when the foot pedal is pressed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a tube calibration. System operates as intended.